Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, non-sustained rv oversensing was observed. The device was reset and the oversensing was not observed anymore. The patient was stable.